Event description:
It was reported that during surgery on 6th november, two impedance measurements were performed (one when the extensions were connected to the ipg and leads, and another before closing the skin) and both sides were within the normal range (see attached report). However, at the post-operative follow-up with the neurologist, high impedances were observed on the left stn at contacts 1a, 2a, and 2c. One week later, the impedances remain elevated. No falls or incidents occurred that could have contributed to an open circuit or caused damage to the lead or extension. X-rays showed that the leads and extensions were in good condition with no evidence of migration. Stimulation was delivered to the contacts for 5 minutes, but there was no change in the impedances. Multiple impedance measurements were taken while asking the patient to move their neck to both sides, as well as while applying pressure to the ipg pocket and to the extension/lead connection in the head. A change in impedance values was observed only when pressure was applied to the extension connection. No interventions or actions were taken. The hcp will monitor the patient to see whether the impedances return to normal over time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025 brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025 brand name sensight; product ID b3300542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025 brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of high impedance is unknown. The neurologist programmed the normal-value contacts and avoided the contacts with high impedances. The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.